Event description:
During routine testing of the device at the service center, the service technician reported that the surface-mount ceramic chip capacitor c53 broke off of the central processing unit board. Since the event occurred during routine testing, there was no patient involvement during this event.

Manufacturer narrative:
Note: the reported complaint was confirmed. The root cause was attributed to damage.